Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The spouse reported that the patient experienced inaccurate and erratic cgm values after the sensor was inserted in the arm. It was not documented whether the patient had symptoms. The cgm reading indicated the patient was low then it would suddenly go high, then back to low again. It was not documented if the bg was checked or the cgm calibrated. The next day on (B)(6) 2024, the spouse drove him to the emergency room. When they arrived, the glucose level was 286 mg/dl and the cgm was 70 mg/dl. They give the patient fluids. They stayed for about 4 hours and then were sent home. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.